Manufacturer narrative:
Manufacturer ref no: (B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom door not fully latched alarm caused by a failed lower link switch. The lower auxiliary assembly, which contains the failed link switch, was replaced.

Event description:
During baxter's functionality testing it was found that a spectrum pump alarmed door not fully latched. There was no patient involvement.